Manufacturer narrative:
The customer's calibration and qc recovery were found to be ok. No indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed performance testing with acceptable results. After service, the customer performed qc. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on a cobas e411 disk. The customer confirmed qc was acceptable prior to patient testing. The patient's initial troponin result was reported outside the laboratory. No treatment was administered. At 13:11, the patient's initial troponin result was 51.65 ng/l. At 2:00 p.m., the patient had another sample collected. The patient's troponin result was 6.00 with a data flag. Due to the difference in troponin results, the customer performed repeat testing with both samples. The patient's initial sample had a repeat result of 6.00 ng/l with a data flag. The patient's second sample had a repeat result of 6.00 ng/l with a data flag. The customer determined the troponin results of 6.00 ng/l were correct. The troponin reagent lot number was 459546 with an expiration date of 31-jul-2021.